Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) channels of the device. Additionally, decreased sensing was observed on the rv channel. Provocative testing was performed and the lead noise was not reproduced. No further intervention has been performed. The patient was stable and will continue to be monitored.